Event description:
It was reported that venflon pro 1.1mm x 32mm leaked. The following information was provided by the initial reporter: leakage at the port on several vp products through a long period. Have had this experience since at least (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: bd bawal has received 8 customer return samples from the customer and available for investigation. The retention samples of 0.0148748 of lot number is 393204 were also used for investigation. The retention samples of 0.0112800 of lot number is 393204 were also used for investigation. The blood soaked samples were decontaminated for 24 hours in a disinfectant and then used for testing. The upper port was investigated under the smartscope. The upper port cap viewed under 39x smartscope revealed that there is a valve burst that could probably be caused due to a strong pressure of fluid that was passed through the valve. Strong pressure of fluid could be possibly happened due to infusion pump. The lot numbers 0.0148748 and 0.0112800 were reviewed and was found that there was no quality notification raised on this lot from production to dispatch. It appears to be a design related issue bd bawal has also reached out to the research and development and design team to further investigate and help bd bawal has taken further action and done a situational analysis on all the venflon pro leakage defects complaints to prevent this from re-occurring in the ivc manufactured in bawal. CAPA#2807642 was initiated.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0148748. Medical device expiration date: 2023-05-31. Device manufacture date: 2020-05-27. Medical device lot #: 0112800. Medical device expiration date: 2023-03-31. Device manufacture date: 2020-04-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro 1.1mm x 32mm leaked. The following information was provided by the initial reporter: leakage at the port on several vp products through a long period. Have had this experience since at least (B)(6) 2020.